Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a partially black screen. Customer also indicated that the keypad buttons are not responsive. Customer's blood glucose was 126mg/dl at the time of incident. The customer was advised to monitor the pump and call back if necessary. No further details given.

Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty connector at interface board. No unexpected/beep anomalies were noted. Unable to perform operating currents, self-test and displacement test or verify button/keypads unresponsive due to full segment display.